Manufacturer narrative:
Should additional information become available for the patient, a supplemental record will be filed.

Event description:
Customer alleged the deck of the bed is bent and broken at the weld.

Manufacturer narrative:
The manufacturer was found to be carroll healthcare. The correct FDA registration number is 3003433498. Should additional information become available for the patient, a supplemental record will be filed.

Event description:
Customer alleged the deck of the bed is bent and broken at the weld.